Event description:
A malfunction was reported on a pump whose screen went dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. The pump displayed a malfunction code that could not be reset, leading technical support to send a replacement pump. The customer was instructed on how to return the problematic pump and put it into storage mode. They were informed about the steps needed upon receiving the new pump and confirmed these instructions.